Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr), scoliosis, and extreme rotated heart for a triclip procedure. During device preparation, a triclip xtw failed to unlock and open. Troubleshooting was preformed unsuccessfully and the clip was discarded. An additional triclip was selected, prepared and placed successfully. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet but remained stable on the anterior leaflet. An additional triclip was selected, prepared and placed successfully to stabilize the slda clip. After deployment, this clip also had a slda and was no longer attached to the septal leaflet but remained stable on the posterior leaflet. Per the physician, the septal leaflet was most likely fragile and could not tolerate the clips. The procedure was discontinued. The final tr was grade 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.